Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6), 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate low readings as compared to her feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6), 2012 at 5:15pm, she obtained the alleged low reading of "45mg/dl" with the subject meter. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. On the same day after the alleged issue occurred, the patient claimed to have developed symptoms of "frequent urination and nausea" and shortly after, received treatment of food/drink in response to these symptoms. The cca was also informed by the patient that immediately after the reported issue began, the patient tested on another device (unknown type) and obtained a result of "125mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue occurred.